Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-01314, 3005168196-2016-01315, 3005168196-2016-01316.

Event description:
The patient was undergoing a coil embolization procedure for a type ii endoleak using a lantern delivery microcatheter (lantern), ruby coils, and pod packing coils (podj coils). During the procedure, while attempting to advance the first podj coil out of the lantern and into the target vessel, the physician was unable to advance the coil pass the proximal marker of the lantern. Therefore, the physician removed the podj coil and attempted to advance a new podj coil through the lantern; however, the coil was also unable to advance pass the proximal marker of the lantern and was removed. The physician did not experience any resistance while advancing these first two podj coils. Next, the physician attempted to advance a new ruby coil through the lantern but the coil became stuck in the lantern. Therefore, the physician attempted to remove the ruby coil; however, while the ruby coil was being retracted, it unintentionally detached from its pusher assembly. The lantern containing the detached ruby coil was then removed. Upon inspection of the lantern, the physician noticed that it was crimped or flattened at the distal end. The procedure was then successfully completed using another manufacturer's microcatheter and two new ruby coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was ovalized approximately 1.0 cm from the distal tip. Conclusions: evaluation of the returned lantern revealed it was ovalized near the distal tip. This damage may have occurred due to forceful gripping or otherwise compressing the distal end of the lantern during insertion into a parent catheter. The observed ovalization likely contributed to the difficulty experienced when attempting to advance the ruby coils and podj through the lantern. The ruby coil and podj coils mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.